Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. The photo shows a tube with a stopper remaining in the tube, but no hemogard cap is present or attached to the rubber stopper and tube. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of closure separation based on the provided photo. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the devices experienced a missing component. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was a hemogard cap defect. Three tubes were found without the plastic protective cap. Only the inner rubber stopper was attached to the vacutainer tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the devices experienced a missing component. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was a hemogard cap defect. Three tubes were found without the plastic protective cap. Only the inner rubber stopper was attached to the vacutainer tube."